Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt, perforation of all filter struts beyond the wall of the ivc and into surrounding organs/tissue and narrowing of the inferior vena cava (ivc). The patient reported that the filter is embedded in the vessel wall and being constantly worried that something is going to happen with the filter to the point that the patient is on medication for mental health. According to an imaging report: an axial computed tomography (CT) scan of the abdomen and pelvis with coronal and sagittal reformatted images were submitted for review. The superior end of the filter is at the l2-3 interspace. The filter is tilted anteriorly at the superior end, posteriorly and laterally at the inferior end and contacts the ivc wall. One anterior strut perforates the ivc wall 7mm and is embedded within the bowel, one medial strut perforates 8mm and contacts the aorta. A medial strut and a lateral strut perforate 6mm and 9mm, respectively, and reside within the soft tissues. One posterior strut perforates 7mm and contacts the l4 vertebral body. One lateral strut perforates 8mm and contacts the bowel. The ivc is markedly narrowed inferior to the filter. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. No fracture fragments are identified. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease ivc filter is intended for permanent placement. Stenosis is an abnormal narrowing of a vessel; this does not represent a device malfunction and may be related to vessel characteristics and/or patient factors. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Anxiety is your body's natural response to stress. It's a feeling of fear or apprehension about what's to come, this does not represent a device malfunction and may be related to underlying patient specific issues. Without procedural films or post implant imaging available for review, the reported filter tilt, perforation and stenosis could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. <p>section d3 and section g1</p>.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: tilting, perforation of all filter struts beyond the wall of the inferior vena cava (ivc) and into surrounding organs/tissue and narrowing of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.the following additional information received per the medical records indicate that an axial computerized tomography (CT) of the abdomen and pelvis with coronal and sagittal reformatted images was submitted for review thirteen years and five months after the procedure for ivc filter position and related findings. The superior end of the cordis trapease permanent ivc filter is at the l2-3 interspace. The ivc filter is tilted anteriorly at the superior end and it contacts the ivc wall. The ivc filter is tilted posteriorly and laterally at the inferior end and it contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 9mm. One (1) anterior strut perforates the ivc wall 7mm and is embedded within the bowel. One (1) medial strut perforates the ivc wall 8mm and contacts the aorta. One (1) medial strut perforates the ivc wall 6mm and resides within the soft tissues. One (1) posterior strut perforates the ivc wall 7mm and contacts the l4 vertebral body. One (1) lateral strut perforates the ivc wall 8mm and contacts the bowel. One (1) lateral strut perforates the ivc wall 9mm and resides within the soft tissues. The aorta is markedly narrowed inferior to the l2-3 interspace. The ivc is markedly narrowed inferior to the ivc filter. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. No fracture fragments are identified.according to the information received in the patient profile from (ppf), the filter is embedded in the vessel wall. The patient is constantly worried that something is going to happen with the filter to the point that the patient is on medication for mental health. The patient also reports having heart issues that require medication as well.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: tilt, perforation of all filter struts beyond the wall of the ivc and into surrounding organs/tissue and narrowing of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses, pain and suffering. And other damages. The following additional information received per the medical records indicate that an axial CT abdomen and pelvis with coronal and sagittal reformatted images were submitted for review thirteen years and five months of the ivc, filter position, after the procedure and related findings. The superior end of the cordis trapease permanent ivc filter is at the l2-3 interspace. The ivc filter is tilted anteriorly at the superior end and it contacts the ivc wall. The ivc filter is tilted posteriorly and laterally at the inferior end and it contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 9mm. One (1) anterior strut perforates the ivc wall 7mm and is embedded within the bowel. One (1) medial strut perforates the ivc wall 8mm and contacts the aorta. One (1) medial strut perforates the ivc wall 6mm and resides within the soft tissues. One (1) posterior strut perforates the ivc wall 7mm and contacts the l4 vertebral body. One (1) lateral strut perforates the ivc wall 8mm and contacts the bowel. One (1) lateral strut perforates the ivc wall 9mm and resides within the soft tissues. The aorta is markedly narrowed inferior to the l2-3 interspace. The ivc is markedly narrowed inferior to the ivc filter. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. No fracture fragments are identified. According to the information received in the patient profile from (ppf), the filter embedded in the vessel wall. The patient is constantly worried that something is going to happen with the filter to the point that the patient is on medication for mental health. The patient also have heart issues that require medication as well.